Event description:
It was reported that the pt underwent a pump replacement and catheter revision. No reason was provided for the replacement and revision. No pt symptoms or outcome was reported. Additional info has been requested, but was not available as of the date of this report.